Event description:
Colonoscopy polyp snare did not function properly. During removal of a polyp, the plastic coating that is around the wire was not attached to the wire. Another disposable snare was used and the procedure was completed without incident.